Event description:
Additionally, the healthcare professional reported left side capsular contracture with a baker grade of iii. Device has been explanted.

Manufacturer narrative:
Device evaluation: a visual and microscopic analysis was performed which identified non-penetrating nicks, creases fold, wear abrasion and striated punctured on anterior. Base on the device analysis the final assessment is: a striated punctured on anterior due to surgical damage like consist in the use of some surgical tool.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation is capsular contracture, baker grade unknown. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported left side capsular contracture, baker grade unknown. Device has been explanted.